Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power and low voltage alarms were confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 7 days (B)(6) 2021 per timestamp). On (B)(6) 2021 at 23:24:28 - 23:24:40, 23:26:48 - 23:27:05, and 23:28:24 - 23:28:30 there were low voltage alarms and rsoc invalid faults while connected to the mobile power unit that triggered no external power alarms due to a loss of ac power. The backup battery provided power during these events and the alarms cleared when ac power was restored. From (B)(6) 2021 at 23:27:32 - 23:28:23 there were also low voltage alarms due to the losses of ac power which resulted in the backup battery being activated; however, these events did not trigger no external power alarms. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported alarms was determined to be from the mpu ac power cable becoming disconnected from the wall outlet, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being shipped outbound on 11aug2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power and low voltage alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had numerous low voltage alarms and no external power alarms on (B)(6) 2021. A review of the log file noted several low voltage and no external power events on (B)(6) 2021 at 23:24, 23:26, 23:27, and 23:28. All occurred while using the mobile power unit (mpu). It appeared that there was a total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu. The patient recalled getting up to use the bathroom while on his mpu and the cord became tangled. The account suspected that the mpu was unplugged from the wall by the patient when he was untangling the cord. All of the account's mpus have locking a/c cords.